Event description:
A malfunction alarm identified as malfunction 16-0x20e6 was reported by the distributor air liquide healthcare in the UK. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The pump was confirmed to be under warranty, and the customer was guided on how to store it before returning it using a pre-paid label within 10 days.